Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead has continued to exhibit out of range shock impedance measurements greater than 200 ohms. Additionally, noise and low sensing measurements were noted. The physician reprogrammed the shock configuration to right ventricular coil to can and the out of range shock impedance limit was increased to 150 ohms. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that the shock impedance of this right ventricular (rv) lead, has been fluctuating since earlier this year. Then there was an alert for an out of range shock impedance measurement. The value was greater than 200 ohms. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.